Event description:
It was reported that a uv flash transfer set experienced a leak during use. The leak occurred from the tip protector. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem. A batch review was conducted for lot number h13i16036 with no issues noted during the manufacturing process. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.